Event description:
A nurse reports a broken haptic was noted following insertion of the intraocular lens. The lens did not stabilize inside the capsular bag and a posterior capsular ring was noticed. Enlargement of the incision was required to accommodate removal and replacement of the lens. The replacement lens was placed in the sulcus and sutures were required.